Event description:
It was reported that the ilet displayed ¿unable to proceed¿ during the fill tubing process, and the user could not complete the load sequence despite removing supplies, completing a dry load, and retrying with new supplies, consistent with an insulin delivery motor stall with consecutive stall alarms and an insulin path malfunction. Symptoms included elevated blood glucose of 177 mg/dl without reports of hypoglycemia, diabetic ketoacidosis, injury, or hospitalization. Outcomes included interruption of insulin delivery and the need for device replacement. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.